Event description:
A registered nurse was using the disposable stethoscope for patient assessment. After the assessment was completed, the registered nurse noticed the earpiece entered the ear canal. As a result, the nurse had active bleeding in the ear and discomfort.